Event description:
The sodium citrate coagulation tubes are giving a false low reading when a sample is taken by way of piercing the cap. When the cap is removed and the sample is taken, the readings are correct. This phenomenon is not limited to one particular lot number.